Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that loss of communication between insulin pump and transmitter. Customer received lost sensor signal, sensor signal not found and change sensor alert. Troubleshooting was performed and there was no indication that communication between insulin and transmitter was not restored. No harm requiring medical intervention was reported. The device will not be returned for analysis.